Event description:
It was reported while using bd syringe 60 ml ll bns there was no label. This occurred 125 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: the replacement delivery arrived last friday. Unfortunately, this shipment also has no label on the bag and was delivered without a certificate.

Manufacturer narrative:
It was reported the product was delivered without a quality certificate. To aid in the investigation, four photos were provided for evaluation by our quality team. Two photos show a plastic bag with bulk packaged products. The bags do not have an interior bag label per specification. The other two photos show a case box with its label. No defects or imperfections were observed. The product quality certificate is not provided by the manufacturing site, but is available on bd's regulatory documents website. A device history record review was completed for provided material number: 301035, lot number: 2126464. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.